Event description:
The customer reported that the spectrum pump displays constant downstream occlusion alarms. The customer reported that there was no patient injury. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The evaluation confirmed the reported symptom of "constant downstream occlusion alarm" caused by a failed downstream sensor. The downstream sensor has been reported.